Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 245 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer was prompted to rewind during manual prime got to 2.0 and got no delivery but did not see insulin. The customer is at work and doesn't have time to complete the troubleshooting. The customer will try to call back to finish troubleshooting.